Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for blood glucose of 53mg/dl and treated with food. Customer indicated that they are still in the hospital. Customer indicated that the pump may have overdelivered insulin. Troubleshooting found that the customer's doctor recently changed the pump settings. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump was received with minor scratched lcd window, cracked reservoir tube window corners, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads. The insulin pump passed the displacement accuracy test.